Event description:
An (B)(4) patient underwent bypass surgery with intraoperative transesophageal echocardiography (tee) study. One day post-op, the patient received his "regular diet" meal as ordered. It was a chicken dish. While eating with a family member at the bedside, the patient started to choke and he began to desaturate. Immediate action was taken and the patient did fine. A few days later, a clinical dietitian was following up on the event. She noticed a comment by the anesthesiologist "patient denies history of dysphagia" and became curious - she did some on-line research. She found evidence based research that patients undergoing tee was almost 8 times at greater risk for dysphagia than non tee patients. The article was shared with a cardiovascular surgeon and critical care nursing director. The decision was made to institute a new practice for nursing to complete a swallow evaluation on all post-tee patients prior to starting a diet. We also felt that this should be reported to medwatch because of the high aspiration risk for patients undergoing a tee.